Event description:
The device was used during a surgical resection procedure. Reportedly, the safety broke. The surgeon applied another device to complete the procedure. The hospital reported no pt injury occurred.